Manufacturer narrative:
One set model 2420-0007, lot 25085260 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The tubing was primed with water and a leak was observed coming from the top of the silicone segment. The root cause of the failure is likely that the infusion set was improperly loaded causing damage to the silicone tubing of the pumping segment. Similar failures of this type have been seen when the infusion set is improperly inserted into the alaris pump. When incorrectly loading the infusion set and closing the door of the alaris pump, tears and holes in the silicone pumping segment can easily been created. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: material#: 2420-0007, batch: 25103267, 25105267, 25105020. Rcc received a complaint via email. I am reaching out to report an issue that has been submitting into our tracking system. Product: 22420-0007. Tubing breaking at the blue clamp and leaking. These reports have all come from our infusion services departments.